Manufacturer narrative:
Method: risk assessment, x-rays. Results: the reported event was confirmed via x-ray review. Visual, dimensional and functional analysis could not be performed as the device was not returned. No lot # was provided, so a manufacturing record review could not be performed. The screws were initially implanted in (B)(6) 2015 and in (B)(6) 2016 it was confirmed that the screws fractured. The IFU states that "while the expected life of spinal implant components is difficult to estimate, it is finite. These components are made of foreign materials which are placed within the body for the potential fusion of the spine and reduction of pain. However, due to the many biological, mechanical and physicochemical factors which affect these devices but cannot be evaluated in vivo, the components cannot be expected to indefinitely withstand the activity level and loads of normal healthy bone." Conclusion: as the device was not returned, a definite root cause cannot be determined. If the device or more information becomes available, this investigation will be reopened and updated.

Event description:
It was reported that a patient underwent a spinal surgery on (B)(6) 2015. After making the recovery as established by the doctor, patient continued in pain. On (B)(6) 2016 the surgeon requested a computed tomography where it was evident that the placed implant is broken. This resulted in a revision surgery which was performed on (B)(6) 2016.

Event description:
It was reported that a patient underwent a spinal surgery on (B)(6) 2015. After making the recovery as established by the doctor, patient continued in pain. On (B)(6) 2016 the surgeon requested a computed tomography where it was evident that the placed implant is broken. This resulted in a revision surgery which was performed on (B)(6) 2016.